Manufacturer narrative:
This report is being submitted as follow up no. 1 to sections d10 and h3, and to provide the completed investigation results. It was initially reported that the actual device was available for evaluation; however, the user facility confirmed the actual sample was not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The physician was performing a left heart catheterization with a 6fr sheath. There was no trouble with accessing or insertion at the access site. They did not do a pre-procedure angiogram. There was no plaque at the access site. When they were ready to deploy the angio-seal, they did everything correct and after the second click when they pulled back on the angio-seal, the whole thing pulled out. The anchor never left the sheath. After the whole thing pulled out, they held manual pressure. The estimated blood loss was less than 250 cc. The patient's condition was stable. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required.